Event description:
A customer from the united states notified biom¿rieux of obtaining discrepant results using the vitek¿ ms instrument (ref. 410895, serial number (B)(4). The customer reported that candida guilliermondii/candida fermentati was obtained as the result a few times when using the vitek¿ ms( knowledge base v3.2). The strains were then analyzed by vitek¿ 2 with an identification result of candida famata. The customer no longer had the data associated with these test runs to provide for troubleshooting. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. An internal biomerieux investigation was initiated. The customer was unable to provide any raw data, reports, or to submit samples associated with their reported issue. As such, biom¿rieux is unable to confirm or investigate this issue further to determine a root cause.